Manufacturer narrative:
Boston scientific's technical service consultant advised programming the right ventricular sensing rate to 5mv rather than 2.5mv. The system remains implanted. If further information becomes available this report will be reopened.

Event description:
Boston scientific received information that this implantable pulse generator experienced a single episode of atrial tachycardia response due to noise on both channels. The patient became dizzy as therapy was inhibited for greater than two seconds.